Event description:
Malfunction 7 on this pump. Malfunction was found during biomed testing. No patient involvement has been reported at this time. Pump will be sent to baxter's repair center for evaluation. No add'l info is available on this report at this time.